Event description:
New information received indicated that the patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup mode. The device was restored.

Manufacturer narrative:
Further information was requested but not received.